Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were made. The patient was stable.